Event description:
The customer reports the system freezes intermittently when performing fluoroscopy, which is consistent with a lock up and loss of ability to perform fluoroscopy. No patient injury or death was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.